Event description:
It was reported that during a gastric bypass procedure, in the middle of the procedure a blue reload locked-up. The device started to fire and then stopped in the middle of the firing. The case was completed with another device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Asku. If buttressing material was utilized, which product was used? No. Was the instrument fired across or near an existing staple line or clip? Asku. If any unexpected noises were heard, when were they heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. The device started to fire and then stopped halfway through the firing. The analysis results showed that one ple60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.